Event description:
Additional information received indicates the device was explanted and replaced due to normal eri and was not due to the advisory.

Manufacturer narrative:
(B)(4).

Event description:
Although there was no elective replacement indicator alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory.